Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months for the same allegation. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found within specification in relation to the reported system error 345 alarms which were not reproduced. System error 345 alarms were verified through a review of the event history log. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump event history log showed system error 345 (thermistor disparity) alarms. The problem occurred during testing at the biomed service. There was no patient involvement. No additional information is available.